Event description:
It was reported that the patients leads had migrated resulting in inadequate stimulation, loss of coverage, pain and discomfort. It was also noted that there was swelling at the migration site due to anchor protrusion. The patient underwent a revision procedure wherein the leads and anchor were replaced. The patient was doing well postoperatively. The explanted products were retained by the medical facility therefore will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7075274. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 29451578.